Event description:
The facility alleged the head hi/low function is drifting. The facility has replaced the head down valve, but the drift continues.

Manufacturer narrative:
The facility found the head hi/low up valve was stuck open. The facility replaced the head hi/low up valve to repair the bed.